Event description:
It was reported to philips that the system gave a remote alert indicating the shutters failed, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips remote service engineer (rse) analyzed log file and confirmed the collimator shutter errors. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Technical investigation identified that the reported issue was caused by an azurion release 2 software problem, where the software intermittently reports collimator errors while the collimator itself is not failing. The software recovers itself or a system restart is needed. While the software is recovering, the collimator shutters can not be operated. The user is informed via a user guidance message. The codes were updated based on the investigation outcome.